Event description:
It was reported high impedances or out-of-range electrodes were read. Changing the reference electrode "did affect most of the combinations." The patient had a buried surgical lead trial and the out-of-range impedances were read when implanting the implantable neurostimulator (ins). The patient felt stimulation during the operation when the ins was placed. Four volts was felt during the operation and 2 volts was felt afterward. After a follow-up with a manufacturer representative on (B)(6) 2012, it was reported the patient was doing "great." The patient was getting good coverage and pain relief. Some of the high impedances were resolved, but not all of them. The electrodes within normal range were able to provide the coverage needed by the patient.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).